Event description:
A pt was seated in a wheelchair with right foot elevated. While rolling through an exterior doorway, all of the plastic spokes of the right, front wheel broke. The spokes did not appear to catch on any other device which could have caught on the wheelchair. The pt fell out of the wheelchair but was uninjured. The pt was able to break the impact of the fall with their hands and arms as the chair tipped forward and to the side. No tests were performed on the pt. The pt's weight was not reported from the emergerncy room where the pt was assessed, but the pt was described as "very heavy". The expected lifespan of the wheelchair is not known and the age of the wheelchair is unk. This wheelchair is believed to be very old but there was no actual record to confirm the exact date the chair was placed in service. This is the first instance of such a problem the site has on record. The biomedical engineering dept did check the chair following the incident and feels there were three contributing factors: the weight of the pt; the age of the chair which upon inspection appeared to be quite old; and the incident may have occurred as the chair was being pushed over a threshold. There may have been extra shock or strain as the chair crossed the threshold. There were no other unusual circumstances or activities surrounding this incident. There are no specific warnings or labeling instructions advising against transporting the pt with an elevated leg.